Event description:
It was reported that there was occasional loss of capture and failure to capture at maximum output during replacement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in/on proximal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual analysis showed evidence of cut outer insulation. Apparent explant damage was noted.